Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device changeout it was noted that the impedance on the right ventricular (rv) lead was low, and unipolar impedance was higher than bipolar. A malfunction was suspected, however unipolar impedances and pacing thresholds were stable through the analyzer, so due to the patient's age, the physician chose to use the existing lead programmed unipolar for pacing and sensing. No patient complications have been reported as a result of this event.